Event description:
New information received noted that patient presented to an in-clinic follow-up on (B)(6) 2021. Over-sensing could not be reproduced. Programming changes were still made to try and address the issue. Patient was stable after the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to a cardiac monitoring test with both bradycardia and tachycardia episodes. Far p-wave over-sensing causing pacing inhibition on the pacemaker was suspected to be the cause of the bradycardia. Inappropriate magnet response was suspected to be the cause of the tachycardia. No episodes were recorded on the pacemaker. Further device testing was recommended to a healthcare provider.